Event description:
It was reported that there was high atrial lead impedance. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) pacemaker 2008 (B)(6). (B)(4).